Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ migration of essure device') in an adult female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: tubal ligation. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain,"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, dysmenorrhoea and pelvic pain was resolving. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: migration of essure device; in (B)(6) 2005: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs received. Lot number was added. Date of insertion updated. We received a lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ migration of essure device') in an adult female patient who had essure (ess205) (batch no. 12268180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: tubal ligation. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain,"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, dysmenorrhoea and pelvic pain was resolving. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: migration of essure device; in (B)(6) 2005: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ migration of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: tubal ligation. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("pain,"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2005. At the time of the report, the device dislocation outcome was unknown and the abdominal pain, dysmenorrhoea and pelvic pain was resolving. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2005: migration of essure device. Unsuccessful; in (B)(6) 2005: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received- new events dysmenorrhea (cramping), pain, abdominal pain were added. Event injury were updated to device dislocation. New reporter, patient information, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.